Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with mild calcification. The 3.0 x 12 mm nc trek balloon was prepared per the instructions for use, prior to use, and used for successful dilatation. The nc trek balloon was then re-coiled to be used later in the procedure; however, the shaft separated. The device did not separate during use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.